Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the hard drive of the navigation system had a bad sector. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would power on but not complete start up. It was reported that the navigation system would eventually power on after an extended period of time. There was no patient present when this issue was identified. No additional information was provided.